Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device switched off by itself. There were no error message or audible alarms. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display shuts down within a few seconds (blank screen) and 10 beeps were heard. With this condition, the device was unable to operate for more than a minute. The 10 beeps alarm looped continuously until the device was shut down by holding power key for a few seconds. The issue was caused by a defective u21 component on the system board. A service history record review reveals that this unit was in the field for over one year with no previous reported issues prior to this reported event. Was "not returned to manufacturer" should be "yes".